Event description:
The caller alleged discrepant results when compared with the lab results as follows: date: 2008, time: 6:15 am, inratio: 1.5, lab: 3.5 (10:00 am).

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date limits 2008, time: 6:15 am, inratio: 1.5, lab: 3.5 (10:00 am), mean: 2.5, confident limits: 1.6-3.4. As per internal procedure, the inratio value is within the confident limits. As per the internal procedure, if the time elapsed exceeds three hours, there is a high possibility that the discrepancies are due to change in the status of the patient. Also the patient repeated. The test results are as follows: 0.5, 2.6. Average: 1.55, stdev: 1.05, %cv: 67.74. As per internal procedure. If the %cv is greater than 20% the criterion is not met. The product will be investigated. Patient had a cup of coffee in between the test. No other diet change or medication in between.